Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but confirmed to be unavailable. (B)(4).

Event description:
A customer reported that knives are dull and snag during procedures. There has been no patient impact. Additional information has been requested. Additional information was received that an unsharp knife was used in one procedure while an alternate knife was obtained and used to complete a different procedure with no further patient or procedure differentiation.